Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. A day after the onset, the patient was treated with fortum injection (1 gram, once a day, route not reported) and vancomycin injection (1 gram, intraperitoneal, every four days) for peritonitis. At the time of this report, the patient outcome was unknown. Treatment and pd therapy were ongoing. No additional information is available.